Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation finding & investigation conclusions), h10, h11 corrected fields: d4(serial#). A getinge field service engineer (fse) tested the cardiosave and examined the fault journal and observed no lethal faults that point to a shut down of the unit. The fse observed no failure and was unable to duplicate the reported issue. The unit passed all functional testing.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an in-service of the cardiosave intra-aortic balloon pump (iabp), the getinge sales representative hit the start button and the pump immediately shut down and a high pitched sound was heard. They were able to restart the pump and noticed that the batteries were powering the pump even though it was plugged in. There was no patient involvement.